Manufacturer narrative:
(B)(4). A request for the return of the homechoice (hc) device has been made. Should the device be received or additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.